Event description:
It was reported that the patient underwent an initial implantation approximately two (2) years ago and later underwent a revision on approximately ten (10) months implantation due to disassociation of the taper and baseplate. Subsequently, the patient was revised again two (2) years later due to disassociation of the taper and baseplate. During the revision, a fair amount of debris staining was noted within the synovial tissue, along with significant polyethylene wear on the medial side. The stem and baseplate were retained, all remaining implants were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: item# 113631; lot# 65938569, item# 115310; lot# j7831727, item# 110031402; lot# 66664210, item# 110031418; lot# 66794328, item# 110031419; lot# 66460052, item# unk screws; lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.